Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on 27-may-2024 to 13-jun-2024. The blood glucose level of the patient ranged between 300 to 399 mg/dl. The issue occurred with four similar types of infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR 1919851- MDR 3003442380-2024-16186- device 3 of 4.